Event description:
Pt was undergoing surgery for replacement of hip. About two minutes after application of bone cement pt went into unconsciousness, blood pressure dropped suddenly. Pt expired on the following day.